Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for the peritonitis were not reported. The patient was hospitalized due to the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: on an unreported date, the patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for peritonitis. Antibiotic treatment was completed after 21 days. On an unreported date, the patient was discharged from the hospital and was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.